Manufacturer narrative:
Retainer = black. Customer returned insulin pump for alleged blank display then prompts for a bg reading and pump/bg meter are showing different values (sometimes over 100 mg/dl difference) found on 10/21/2021. Device powered up properly after battery installation. No blank display noted. Device passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. Device was monitored and no blank display or unexpected power/battery alerts noted during testing or found in the history files on or close to 10/21/2021. Device was programmed with a test guardian 3 link and a test plug. Device communicated properly with the transmitter and test plug. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device was monitored for several days while connected to the test transmitter and test plug. Device was then programmed with a test glucose meter. Device communicated properly and recorded a 128 mg/dl test value properly from glucose meter. Programmed a remote 2-unit bolus, transmitted to the pump, and the pump delivered the bolus properly. No unexpected lost sensor alarm, cannot find sensor signal alarm, sensor signal not found, bg meter to insulin pump communication errors, sensor/transmitter communication errors, or additional sensor related errors noted during testing. Device was cut open for visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Customer complaint of the insulin pump will not turn on (blank display) after battery change is not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display after which it prompted for blood glucose readings. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.